Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings:a review of the pump black box data showed evidence that a partially discharged battery had been inserted in the pump. During a visual inspection of the pump, the battery cap was observed to be intact and the cap secured properly to the pump. The battery cap contact height and width measurements were found to be within specifications. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of intermittent power was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.